Manufacturer narrative:
Investigation including root cause analysis is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing aspiration issues during a procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 17, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information provided indicated the occlusion tone was heard during the phaco phase of the procedure. Aspiration was absent when great amounts of the lens were aspirated. The phaco tip was able to be cleared to proceed and complete the case without patient harm.